Event description:
Customer called to report that upon noticing low quality control recovery, blue precipitation was also noticed on the total protein reagent syringe of the unicel dxc 800 synchron system. Customer stated that patient results were not affected. The customer technical specialist (cts) reviewed proservice and found no total protein errors, but did inform customer that sample probe errors were found. The cts then generated a service request. On the same day, the field service engineer (fse) inspected the instrument and found that the total protein reagent syringe was, in fact, leaking. The fse replaced the syringe and verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer did not report harm to patients or instrument operators.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).